Event description:
Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: -event; it was stuck. -please indicate the details leading up to the event in which it got stuck.; after inserting the farapulse into the left atrium, the wire got stuck when an attempt was made to select a branch after inserting the wire into the lspv. The entire catheter was replaced as it could not be recovered. -please specify the physician's opinion on the cause of the device being stuck; unknown -please indicate how it was released from being stuck; it could not be released from being stuck. -were there any other catheters in the heart when it got stuck?; cs beeat only -was the orion catheter used as a concomitant device?; no -if the answer to q6 is yes, where was orion located?; -if the answer to q6 is yes, did the orion remain deployed?; -please indicate the size and name of the concomitant sheath.; faradrive infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation: catheter used other used. Event date: 2025-10-15. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: catheter ablation. Country of event: japan.

Manufacturer narrative:
The customer returned one guidewire a visual and microscopic examination of the returned product was completed, and the following features were observed: - this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. - the guidewire returned fractured at the distal end. The distal tip was not present upon return and there was a large portion of overstretched coil along the length of the guidewire. A portion of overstretched and tangled coil was returned separately to the guidewire. Analysis of the fracture site suggests that the coil may have been sheared by a sharp instrument during removal of the distal tip. - there was 3.2cm of the core and 3.5cm of the ribbon protruding from the coil. The core and ribbon began protruding at 178.5cm from the proximal. - there was a bend on the core at approximately 0.2cm from the ball weld and two kinks on the ribbon at approximately 0.4cm and 1.8cm from the ribbon fracture point. - there was evidence of necking at the ribbon fracture point, suggesting that this fracture is due to tensile overload. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. One wrap at the proximal weld was pulled away from the weld. The proximal weld was intact. - no other damaged was noted on returned guidewire. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Sold to account number: no value found returned product expected: yes bsc product return date: no value found location description: no value found device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: -event; it was stuck. -please indicate the details leading up to the event in which it got stuck.; after inserting the farapulse into the left atrium, the wire got stuck when an attempt was made to select a branch after inserting the wire into the lspv. The entire catheter was replaced as it could not be recovered. -please specify the physician's opinion on the cause of the device being stuck; unknown -please indicate how it was released from being stuck; it could not be released from being stuck. -were there any other catheters in the heart when it got stuck?; cs beeat only -was the orion catheter used as a concomitant device?; no -if the answer to q6 is yes, where was orion located?; -if the answer to q6 is yes, did the orion remain deployed?; -please indicate the size and name of the concomitant sheath.; faradrive infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation: catheter used other used event date: 2025-10-15 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions procedure date: (B)(6) 2025 type of procedure: catheter ablation country of event: japan

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.